Event description:
It was reported that during a sagb placement, the device was broken on the connecting part at the end of the band. It broke in two parts. The two pieces were retrieved. The case was performed without any difficulty. The patient is doing very well an applied kii 15mm was used during implantation. The band was inserted through the trocar using a 5mm atraumatic instrument. The balloon was deflated prior to the insertion of the band through the trocar.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The following components were returned for analysis: the curved band without catheter. The velocity port with red safety cap. The locking connector and white tubing strain relief. Sixty cm of catheter with the one way valve. Upon visual inspection, it was observed that the catheter was returned separated from the curved band. The damage was observed on the middle of the band strain relief. The complaint was confirmed, upon visual inspection it was noted that the catheter was returned broken off from the curved band at the strain relief. A device history record review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution, therefore it is unlikely that a manufacturing issue contributed to this issue. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.